Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided following the conclusion of the investigation.

Event description:
On 03 aug 2016 arjohuntleigh received a customer complaint where it was indicated that during the transfer from the bed to wheelchair using minstrel lift the patient fell on the floor probably due to improper application of the sling loop and therefore detachment of the sling loop. Patient transfer has been carried out by one operator. As a consequence of the event the patient sustained a broken left leg and laceration under right eye and cheek. It was reported that the patient was hospitalized and received some medications.

Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). An investigation was carried out into this complaint. Based on the information gathered it appears most likely that during the patient's transfer from a bed to a wheelchair using minstrel lift and loop sling one of the sling's loop detached from the spreader bar of the lift contributing to the resident's fall. When reviewing similar reportable events, we have found a number of cases with similar fault description (loop "detachment"). The trend observed for reportable complaints with this failure mode is currently considered to be low and stable. The minstrel lift and the sling loop were inspected and no malfunctions were found that could have caused or contributed to the event. It can be established that the sling and the lift, which work together as a system, were found to have been up to specification, when the event took a place and were being used for patient handling, but it appears it contributed to the event due to a use error. A drill down analysis was conducted into this event. From the sequence of events as indicated to us via interview of the user, it must be noted that the patient drop occurred sometime between the start of lifting the patient from the bed and positioning them before lowering into the wheelchair. Despite our best efforts the customer could not recollect which strap or loop was involved. This means the following scenario's can be considered: 1 the loop was attached correctly. As indicated there was no defect noted on the lift nor the sling. Loop slings include straps which all remain under tension during the transfer, so the possibility that the loop would be lifted upward and would come off the hooks while under tension is improbable since they are kept into position by the weight of the patient which means there are several kilograms of force pulling down each loop. 2 the loop was forgotten to be put in place, or was put in place but has become wiggled off somehow by adjusting the clothing or bed linen, or simply by. The patient being unruly before the sling was loaded with the weight of the patient. The latter was actually indicated to be the case by the user; the patient was described as "restless". In such a case there can be two resulting sequences of events: a) the shoulder loop was not in place. When this is the case the issue is very visible when lifting up the patient. The patient will list with their head backwards and to one corner. If this is not noticed and the patient is lifted high enough they can fall out of the bed without anything else happening. Alternatively, if the patient is not lifted that high but while barely nor not yet clearing the mattress and still being partially supported by it - yet the lift is pulled away as the caregivers are in a hurry, the support from the mattress will suddenly disappear and the patient will slip out of the sling to drop and hit the lift legs, the bed and/or the floor. B) the leg loop was not in place. When this is the case the issue is less clearly visible when lifting the patient. Also even when dragged off the mattress it is possible the patient will not immediately drop out but will only slide out when being positioned to be lowered into the wheelchair, or en route to the wheelchair. From the event description and despite our best efforts such as having the interview with the customer on site it is impossible to conclude whether the leg or shoulder strap was not in place. What we can conclude is that the issue is not related to a defect in product or design, but likely related to the use error of the caregiver not following the IFU. The minstrel passive lift instruction for use (IFU) mentions the following task to be performed when lifting a person in the sling: "always check whether the loops used to attach the sling are in position and under tension both before and during lifting. This is to prevent the loops from coming loose when the patient is being lifted." Following information received it appears most likely that sling loop was improperly attached when the patient was being lifted as the caregiver did not notice the inadequate attachment during transfer, which constitutes an user error. We find this event's root cause to be related to insufficient training. Please note that the customer was visited and interviewed by a local arjohuntleigh representative. The training provided for the caregivers was found to be insufficient and in that fact all users must be trained as per IFU. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to correct lifting procedure and proper inspection of sling before transfer. This is to be communicated to the customer. We find this complaint to be reportable to the competent authorities.